Event description:
A customer reported that they have had problems with toxic anterior segment syndrome (tass). The reporter declined to identify how many pts are involved, and no further info was provided regarding pt identifiers, the diagnosis of the pts, or their current condition.

Manufacturer narrative:
The sp straight I/a handpiece has not yet been received for eval with respect to the reported tass concern. Six lot numbers were provided within the complaint report that relate to the tass concern. All the lot numbers refer to a handpiece body and not a sp straight I/a handpiece. Body manufacturing dates ranged from july 2005 to may 2010. No abnormalities that could have contributed to the customer problem were found during the reviews. The product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).